Event description:
Svn: (B)(6). Start date of the sensor: 2. Start hour of the sensor: 3. Sensor start missing reason: does not know 4. Location of sensor insertion: na hg897pa 5. Date of sensor alert: 6. Hour of sensor alert: 7. Sensor alert missing reason: does not know 06/14/2023 10:51:53 pst (leyvav1) phone: (B)(6) per saudi arabia: detailed description of observation/complaint and description of intervention/troubleshooting*: customer uses mmt-188 pump with mmt-7841zw. Customer reported sg vs bg event followed by change sensor alarm. Customer reported it was 2nd day of sensor's life located on arm. Sg 100 mgdl vs bg 300 mgdl customer corrected his bg using pump. Customer's bg was stable during the call. Customer confirmed that she wasn't sick and no medication taken. Customer confirmed that the sensor was fixed in place and no blood. Possible reasons were discussed with the customer. Sensor best practices were discussed with the customer. Calibration tips and sensor best practice was shared with customer. Customer was advised to remove sensor and cannula was intact. Customer was advised to insert a new sensor at a new site and monitor. Customer was advised to call us back if she face any issue. Pump is working properly and doesn't need replacement. Customer asked for sensor replacement. Harm code: 1905 - hyperglycemia harm code 2: 2199 - no consequences or impact code treatment: t004 - insulin pump (subcutaneous insulin infusion) code treatment 2: t000 - no treatment return is expected: no, cannot return product as it is no longer available (discarded/lost) blood glucose level: 300 blood glucose unit: mg/dl blood glucose reason: samd statement: no further details given customer: (B)(6) no RMA requested lot#: hg897pa iw date: 10/10/2022 date of report: 11/06/2023 (dd/mmm/yyyy) this is the date this form is completed and submitted complaint received by (name): (B)(6).

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA: 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.